Event description:
A report was received that following a recent open heart surgery, the patient was having difficulty charging her ipg. The physician has recommended an ipg replacement as he believes the ipg was damaged by a crash cart used during the heart surgery.

Event description:
A report was received that following a recent open heart surgery, the patient was having difficulty charging her ipg. The physician has recommended an ipg replacement as he believes the ipg was damaged by a crash cart used during the heart surgery.

Manufacturer narrative:
Additional information received indicated that the patient underwent an ipg replacement procedure. The patient is reportedly doing well following the procedure. Device analysis confirmed the complaint. Battery profile analysis indicates that the device has not maintained any information since the last hibernation. The pcba exhibited excessive sleep current due to low resistance between vh and ground. This is the characteristics of analog ic damage due to high-voltage transient, and suggests that the ipg may have been damaged during the recent open heart surgery where they had to revive her using a crash cart. (B)(4).

Manufacturer narrative:
Additional information received indicated that the physician will not proceed with the ipg replacement surgery until the patient's cardiac condition improves. No further action will be taken at this time. A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that following a recent open heart surgery, the patient was having difficulty charging her ipg. The physician has recommended an ipg replacement as he believes the ipg was damaged by a crash cart used during the heart surgery.